Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant high lead impedance and high threshold were observed so the lead was replaced. The patient was in good condition after the procedure.